Manufacturer narrative:
UDI(di):(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled generator replacement due to eri, lead noise was suspected on stored egms. Review of session records noted far p-wave oversensing in one episode. There were two other episodes which could either be true ventricular events being appropriately sensed or potential lead noise. Lead impedance had temporarily dropped several months prior to interrogation before returning to its normal values. Lead replacement was planned. Physician was unsuccessful in new lead implant during device replacement procedure so decided to keep the same lead implanted. Programming changes were made.

Event description:
New information received notes that the lead was capped or explanted and returned for analysis. It is unknown if the lead was replaced. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 6.6-7.5cm and 6.5-7.5cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 13.8-13.9cm, 14.3-14.4cm, 14.8-15.1cm, and 15.6-16.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the rv shock coil were noted at 5.3-6.5 cm and 6.2-6.5 cm from the distal tip. The sensing and rv conductor etfe coating was abraded at these locations. This is consistent with the observation from the field of lead noise and low pacing lead impedance.